Manufacturer narrative:
Medical device lot number: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for sleeve failure to recover with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: due to returned samples and photos, bd was able to confirm the customer's indicated failure mode. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd vacutainer® adapter sleeve didn't recover and blood leaked. No serious injury or medical intervention.